Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
It was reported by the customer that the bsa and bmi of two patients were not calculating correctly in vitals window of mosaiq. Based on the available information, there was no actual mistreatment.